Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 3 of 4 of peritoneal dialysis therapy. The hp stated they went to restroom and were still connected, but thinks they may have kinked one of the lines while they were in the bathroom. The technical service representative assisted with clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.